Manufacturer narrative:
Corrected data: h10 related report number added.

Manufacturer narrative:
The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product was returned for evaluation. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified.

Event description:
As per customer feedback, these two swan ganz pacing catheters, did not pace despite repositioning them (manufacturer's medwatch #64995 & manufacturer's medwatch #64996). Pacing and measurements could not be obtained and there was no alternative system to be used on the facilities. No further information could be obtained as the hospital information is confidential. There was no allegation of patient injury reported. The devices were not available for evaluation. As a summary, two medwatch reports were submitted (ref. (B)(4)).

Manufacturer narrative:
As part of the manufacturing process, the units go through an electrical continuity test for the proximal and distal electrodes as part of the final inspection.